Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as this is 45 days from the provided implant date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment, computed tomography (CT) was performed. A potential device related thrombus was identified on the closure device. The patient was kept on a medication regimen of eliquis and the patient was planned to return to the facility for a repeat CT in 6 weeks.

Manufacturer narrative:
A2: age at time of event - updated a3: sex- updated b5: describe event or problem - updated b6: relevant tests/laboratory data- updated with new information b7: other relevant history - updated with new information regarding medical and procedure history.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45 day follow up appointment, computed tomography (CT) was performed. A potential device related thrombus was identified on the closure device. The patient was kept on a medication regimen of eliquis and the patient was planned to return to the facility for a repeat CT in 6 weeks. It was further reported that the follow up appointment where thrombus was identified on the closure device was forty six (46) days post index procedure.